Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly, the cause was customer's carb ratio settings were too high. Customer required assistance from parent to treat bg level. Additionally, pump settings were updated. The customer was instructed to consult with healthcare provider regarding bg level.